Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the tenaculum forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated and confirmed the customer reported complaint of "wire was broken." Failure analysis found the primary failure of broken pitch cable to be related to the customer reported complaint. The instrument was found to have a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was missing from clevis. Pitch cable breakage occurs when tensile load exceeds the ultimate strength of the material. The pitch cable construction is designed to optimize load and fatigue (cycling) characteristics. Variation in customer use conditions, procedure type, patient anatomy, product handling, instrument tip lengths, grip torque, and manufacturing tolerances are a few variables which can influence pitch cable failure. The root cause of the identified failure was attributed to a component failure and related to device design. A review of the instrument log for the tenaculum forceps (part # 470207-10/lot# n10210104 0030) associated with this event has been performed. Per logs, the instrument was last used on (B)(6) 2021, on system sk1889. The instrument had 6 uses remaining after last use. In addition, a review of the site's complaint history was performed and no other complaints were identified for this product. Images of the instrument were provided. However, a review of the images was unable to confirm root cause of the failure prior to the return and analysis of the instrument. Based on the information provided at this time, this complaint is being reported due to the following conclusion: this instrument is designed with two pitch cables, each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. Although no patient harm occurred, if this malfunction were to recur it could likely cause or contribute to an adverse event. Follow-up was attempted, but some of the patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable.

Event description:
It was reported that during a da vinci-assisted uterine myomectomy surgical procedure, the cable of the tenaculum forceps was found to be broken. A backup instrument of the same kind was used to complete the procedure. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on 30-aug-2021 and obtained the following additional information. The customer confirmed no fragment fell inside of the patient during the procedure. Partial patient-related information was also provided.